Event description:
It was reported the pt is no longer receiving stimulation due to the inability to establish communication between her scs ipg and charging system. A sjm confirmed the issue using multiple charging systems. It was also reported the scs ipg appears to be inoperable and it is unk when the ipg was last charge. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.